Event description:
It was reported that the lead exhibited increased thresholds. The physician decided to revise the lead but after opening the pocket the lead exhibited normal electrical parameters and left the lead implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.